Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records and complaint history records could not be conducted, because the lot numbers and serial numbers were not provided. All available information was investigated and a conclusive cause for single leaflet device attachment/slda could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The clips remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: article title: impact of cardiac comorbidities on early and 1-year outcome after percutaneous mitral valve interventions: data from the (B)(6) transcatheter mitral valve interventions (trami) registry. The patient effects, and in the article are filed under separate medwatch report numbers.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, myocardial infarction, stroke, decompensation, recurrent mitral regurgitation, unchanged mitral regurgitation, severe bleeding requiring blood transfusion, pericardial effusion, re-hospitalization, re-clipping, and surgical intervention. Device issues include single leaflet device attachment/slda. Details are listed in the attached article, titled ¿impact of cardiac comorbidities on early and 1-year outcome after percutaneous mitral valve interventions: data from the german transcatheter mitral valve interventions (trami) registry.¿